Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received was with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No error alarms occurred during testing. The insulin pump was monitored for four days and no flickering display, backlight flashing, or display anomalies noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 160 mg/dl. Customer stated that the pump has full black screen. Customer was advised to stabilize the pump at troom temperatures. Customer stated the black screen did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.